Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa of the patient and it became dislodged. The device traveled to the descending aorta without causing any harm or injury to the patient. The device was removed through the left iliac artery using a snare. The patient was stable and there were no complications that occurred. The patient did not receive the implant and was discharged the next day as planned.